Event description:
It was reported that the patient¿s pacemaker exhibited inappropriate magnet response. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the pacemaker remained implanted and the patient was in stable condition.